Event description:
Bd alaris pump infusion set with 0.2 micron filter tubing broke off/disconnected from filter area during taxol infusion. Infusion was stopped. Patient noticed blood backing up into her tubing connected to her port. No harm to patient. Patient had approx. 10 minutes remaining of taxol infusion. New taxol bag made with remaining ordered taxol.